Event description:
It was reported that approximately 2 weeks after vns full revision surgery the patient experienced projectile vomiting and aspiration pneumonia due to persistent coughing, and the patient was hospitalized. The patient's mother thinks the coughing is related to vns surgery. The patient saw the primary care provider who noted that the lungs are now clear, but the cough has persisted. It was noted that intraoperatively in the full revision surgery, the patient's new vns was programmed to "starter settings." No additional relevant information has been received to date.